Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 737 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of the call. The customer used manual injections and was given intravenous fluids to treat. The customer experienced symptoms such as nausea, vomiting, and burning in the esophagus. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was going to treat their current low with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. The information provided date of event with the initial report was incorrect. The correct information was (B)(6) 2018.

Event description:
The information provided date of event with the initial report was incorrect. The correct information was(B)(6) 2018.